Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked while in use on a patient undergoing peritoneal dialysis (pd). The leakage occurred at the twist clamp and occurred even though the twist clamp was closed. As a result, the patient¿s transfer set was changed. It was unknown if the patient received preventative medication. The outcome of the patient was reported to be ¿patient not affected¿. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included a leak test, a clear passage test and a clamp function test with no issues noted. The reported issue was not verified. The device met specification. Should additional relevant information become available, a supplemental report will be submitted.